Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. No button error alarm occurred. The device was also received with cracked reservoir tube lip, cracked case that the display window corner, cracked battery tube threads, and scratched lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed button error. The blood glucose reading was 220 mg/dl. The customer's wife stated that the act button was not working and was behaving as if it had been stuck. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.